Manufacturer narrative:
Possible lots identified: 33430472, 33447376.

Event description:
It was reported that the distractors stopped advancing likely due to convergent vectors. They were removed and replaced.